Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient's existing right ventricular (rv) lead experienced increasing thresholds and was found to be unstable in the coronary sinus (cs). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.